Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission showing multiple episodes of auto mode switches due to atrial and ventricular lead noise. Electromagnetic interference and lead abrasion are believed to be the causes of the noise. The physician was unable to reproduce the noise in-clinic. No intervention was performed; patient will be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received noted the asymptomatic patient presented in clinic on (B)(6) 2018. Upon review, continued noise was noted on the patient's right atrial and right ventricular leads. Both leads were explanted and replaced. It was noted that the cause of the noise was clavicular crush due to the access technique used by the implanter. The patient was stable throughout.

Manufacturer narrative:
A partial lead was returned for analysis in 3 segments. Insulation and outer coil damage was noted at 22.2 to 23.0 cm from the connector pin consistent with clavicular crush damage. This was consistent with the observation from the field of clavicular crush.